Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was described as patient made an unspecified mistake. The patient was hospitalized for the event and was discharged on the same day. It was reported that the patient was treated with vancomycin injection (1g as start dose, followed by 500mg in one bag per day, ongoing, route, and frequency not reported) and amikacin injection (500 mg as start dose, followed by 50mg in one bag per day, ongoing, route and frequency not reported). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.